Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was having difficulty charging the pump despite the attempt of multiple usb cables and wall adapters. Subsequently, the pump battery fully depleted on (B)(6) 2016 and the customer began using manual injections as insulin therapy. Customer reported blood glucose level was 140 (mg/dl). The customer stated manual injections will be used as alternate insulin therapy until the replacement pump was received.